Event description:
It was reported that the patient received inappropriate shocks for svt. High impedance was found to be out of range. The device was replaced due to a lead issue.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of impedence anomaly was confirmed. The device was tested on the bench and using automated electrical testing system. Multiple failures were detected at the hv shock output and hv lead impedence tests. Further analysis revealed a damaged hv output circuitry and transistors. It is believed that the reported field event and damage to the hv circuit was a result of a lead anomaly. (B)(4).